Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient¿s spouse contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. The reporter claimed that on an unspecified date a blood glucose reading obtained with the subject meter read approximately ¿40 points¿ higher than a result obtained on a another device (accu chek meter). The reporter was unable to provide the actual results obtained with either of the devices, nor was he able to confirm if the readings on both devices were taken within 30 minutes of each other. At the time of the initial call to lfs, the patient¿s spouse reported that the patient had a hypoglycemic event and lost consciousness when using the subject meter. The reporter was unable to provide the date the incident occurred. He could only recall it occurred at 2:30am on a weekend. The patient reported that when he found patient unresponsive he attempted to give her juice, but when she did not respond, he administered a glucagon injection and then contacted ems for assistance. When ems arrived 10 minutes later they tested her blood glucose with their device. During the initial call, the reporter claimed result on ems device was between ¿30 and 40 mg/dl¿¿; however, during the follow-up call, the reporter stated it was ¿slightly under 100 mg/dl.¿ the patient¿s spouse stated that ems immediately started an IV and transported her to the hospital. The reporter did not know what additional treatment, if any, the patient received in ER/hospital. Prior to the reported low blood glucose event, the reporter did not know what blood glucose readings the patient was obtaining with the subject meter. He could only confirm that the patient was testing approximately 5 times a day and taking insulin (lantus and apidra)to manage her blood glucose levels. The reporter claimed that prior to ¿loss of consciousness¿ the patient had injected insulin after the high result. At the time of troubleshooting, the reporter informed the csr that the patient no longer than any strips left. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly was treated for severe hypoglycemia after obtaining inaccurate high results with the subject meter.